Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Femoral adapter implant assembly tool split under tension.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the socket subassembly has fractured. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. (B)(4) has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). No further corrective action required. Examination of the returned device also found the gauge arm is bent. The root cause of the gauge arm bending is unknown. Based on the inability to identify the root cause and the low frequency of reported events, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.